Event description:
Additional information received stating that in the surgeons opinion product not contributed to event. The lens was exchanged with company same model lens with different toric and diopter value. One diopter more power indicating the correct lens power was not implanted initially. There was no reported defect or fault with the iol.

Manufacturer narrative:
Additional information was provided in a.2, a.3.a, b.5., b.6., b.7., d.10. And h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following intraocular lens (iol) implant procedure, patient had blurry vision. The lens was exchanged for an unknown advanced technology intraocular lens (atiol) after the initial implant procedure. The clinical reason for explantation was unexpected cylinder and refractive error. Additional information has been requested.